Manufacturer narrative:
Additional information: b1, b2, b5, d7 and h1.

Event description:
Additional information received indicated the event was resolved by explanting and replacing the device.

Manufacturer narrative:
The reported event of the charge time limit being reached was confirmed. Bench testing was performed, which included a capacitor maintenance, and the charge time out was recreated in the lab. The original capacitors were swapped with a normal functioning set and the device electronics charged the capacitors to full energy normally. The original capacitors were sent to the supplier for further analysis, however the cause of the charge timeouts remained undetermined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, a charge timeout alert was observed. The physician attempted to charge the device but was unsuccessful. Abbott technical support was contacted and suggested explanting and replacing the device to resolve the event. Device replacement is anticipated. The patient was in stable condition.